Event description:
Reporter called on behalf of her son, regarding problems with the dexcom continuous glucose meter. Reporter stated her son got the dexcom meter in (B)(6) 2010. In (B)(6) 2010, the reporter stated her son went to the emergency room because he was coughing up blood. She said an x-ray was taken, and a scope was done, to make sure her son was not bleeding from his intestine or bowel, which he was not. The reporter stated the sensor wire was left under the skin, in the left stomach, and it is not supposed to be there. She said the sensor wire has been in her son since (B)(6) 2010, and doctors have difficulty locating it on x-ray because it's copper and does not always show up. Reporter stated that the sensor wire is moving inside her son. She said she has filed a report with the MFR, but they told her they can't do anything.